Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital following a syncopal episode at home on (B)(6) 2020. The patient was found to be having episodes of ventricular tachycardia/ventricular fibrillation. The patient was started on sotalol. Technical services reviewed the log file, which captured low flow alarms with high pi readings on (B)(6) 2020. The estimated flow appeared to be fluctuated below the alarm threshold of 2.5 lpm. The low flows were physiological.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed through the evaluation of the submitted log files. According to the account, the alarms were due to ventricular tachycardia/ventricular fibrillation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reports of cardiac arrythmia and syncope could not be conclusively determined through this investigation. The submitted system controller event log file captured transient low flow alarms. The pump speed was stable for the duration of the log file, and the system appeared to function as intended. The patient was started on an antiarrhythmic medication, and remains ongoing on heartmate 3 support. No further related issues have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. He current heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) list cardiac arrhythmia and other neurological events (not stroke-related) as adverse events that may be associated with the use of the hm3 lvas. Section 4 of this document describes that low flow alarms occur when the estimated flow decreases below 2.5 lpm. This section also explains that changes in patient condition can cause low flow, such as hypertension. Section 6 lists arrhythmia and neurological dysfunction as potential late post implant complications that may be associated with the use of hm3 lvas therapy. Section 7 of the IFU explains all alarms, including low flow, and provides instruction for patient care following an alarm. The alarms and troubleshooting section of the hm3 patient handbook explains how the low flow hazard alarm presents on the system controller and what actions should be taken to resolve the alarm. A section on handling emergencies is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.